Event description:
Pt reported elevated blood glucose near 3000 mg/dl over the course of 15 days. Standard blood glucose is near 140 mg/dl. Pt reported he did not receive e1 empty cartridge or w1 low cartridge errors. Pt received a2 low battery alert and changed the battery, but hyperglycemia persisted. Pt used insulin pen to correct hyperglycemia and then switched to backup infusion device. Infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.